Event description:
It was reported that a vns patient¿s device has high lead impedance. X-rays were taken and there were no visible breaks in the lead. The device was left programmed on because the patient was not having any pain, or an increase in seizures. The patient was referred for full revision. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Information was received that the patient's devices have been explanted and replaced due to high impedance. It was stated that the lead was found to not be attached to anything and was the cause of the high impedance. It was stated the lead was loose just above the collarbone. The patient's explant facility discarded the explanted devices and therefore the devices have not been received into analysis to date. No additional relevant information has been received to date.

Event description:
It was later reported that the patient was seizure free and the parents¿ decided to have the device disabled instead.